Event description:
Spontaneous call from patient to report that her pump is malfunctioning as of today; unknown if patient missed dose; no side effects reported; patient has defective pump on hand for return, but lot number and expiration date not reported; no further information known. Reported to (B)(6) by: patient/caregiver.